Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was experiencing low blood glucose levels for three days. The patient's blood glucose level at the time of the call was 45 mg/dl. The patient treated himself with glucagon and glucose tablets. Troubleshooting for low blood glucose levels was done. The customer found that the time on the insulin pump was incorrect. Assisted the customer in correcting the programming. The customer went to the hospital to check blood glucose levels but was not admitted. Customer stated that there were no significant events leading up to the hospital visit. Advised the customer to speak with his healthcare provider regarding low blood glucose levels. Advised to monitor the pump and call back if the issue persisted. Nothing further reported.